Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a weak signal alarms, bad sensor alarms and sensor end alarms with their sensor. The customer also reported having bent cannulas. It was also reported the customer had blood at site. Customer stated the site was not actively bleeding at the time of the call. The customer also reported a low blood glucose event. Customer stated their blood glucose declined to 29 mg/dl while they were shoveling snow. The customer declined to troubleshoot for their low blood glucose. The customer stated they were able to treat for their low. The customer declined to return the insulin pump for analysis.